Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument and performed failure analysis. The instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.86mm x 1.38mm in size. Additional common causes include improper installation or removal of the mcs tip cover accessory. Failure analysis found the secondary failure of detached fragment to be related to the customer reported complaint. Due to the broken tube adapter, a detached fragment is observed that was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted law anterior resection surgical procedure, the monopolar curved scissors (mcs) tip fell into patient causing the tip connector to break after docking. There was no shock with the arm and the customer did not operate with it on the console. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/accessory were inspected prior to use and no damage was noted. The instrument and accessory were not in use during the case. The instrument did not collide with any other instrument or other hard material during the surgery. The fragmental fell into the patient during an instrument tip/ accessory collision. The instrument was not removed prior to the fragment falling into the patient. The wrist was straightened and no resistance upon removal of the instrument through the cannula was noted. The surgical staff did not notice any damage to the cannula after the event occurred there was no damage to the instrument after the event. The fragment was retrieved during the same procedure and confirmed by visual inspection. There was no additional surgical procedure required to remove the instrument. There were no post operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was returned, but the fragment is not available for return. There are no images or videos available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .